Event description:
It was reported that, templated to a 5 or 6 accolade ii and when broaching there was rotational instability with the broach and surgeon decided to go up in size after reaming distally. Size 8 was used and a fracture occurred. Pt was closed and returned to the operating room after restoration modular was sterilized. Three dall miles cables were placed and a cone conical restoration modular stem was used.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.